Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 454 mg/dl, treated with a bolus. Customer's reported the device alarmed not delivery after priming with plunger and the pump successfully. Customer stated he changed the set twice, last night and when he woke up this morning vomiting he changed set again. Cannula was bent. Customer stated he was sitting down when he inserted the infusion set, customer was advised of affects of sitting when inserting. Customer noted the reservoir was low and was advised that might be the reason for low reservoir. No further information reported.